Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the firing knob break off the device? Yes or, did the handle of the device break? Please refer to the device that have been provided did any pieces fall into the patient? No the analysis results found that the(B)(4) device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. In addition with the saddle pin detached and the bearings present. The device was received with one reload present. The reload was returned with the proximal 56 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an anterior resection procedure, while the surgeon was firing on the colon, the device broke into pieces. There were no reported patient consequences.